Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an exchange device procedure upon pulling this right atrial (ra) lead the tip part came off and remains in the atrial port of the device. The setscrew of the device was checked and it was suspected that there was adhesion between the heart potion of the device and ra lead. The damaged atrial lead was surgically abandoned and remains in the patient. No adverse patient effects were reported.